Event description:
It was reported that the device was explanted because it reached eri early. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.